Event description:
It was reported that after an initial bunion surgery, all hardware was removed in a revision surgery on (B)(6) 2022 due to pain and swelling. There were no deficiencies or malfunctions alleged/confirmed with any tmc device.

Manufacturer narrative:
It was reported that after an initial bunion surgery, all hardware was removed in a revision surgery on (B)(6) 2022 due to pain and swelling. Additional information indicates that while removing the hardware to address the pain and swelling, the surgeon discovered, and subsequently removed, what he believed was a deep peroneal neuroma. No devices were returned for evaluation. Device specific information was not available, therefore a review of device history records was not able to be performed. However, all non-conformances for possible kits utilized in surgery were reviewed and no nonconformances or issues during the manufacture or release of the products were identified to date that could have contributed to what was reported. Although a number of factors could have contributed to what was reported, the most likely cause cannot be determined. It is also possible that the deep peroneal neuroma could have been the source of what the patient experienced. Based on the available information, there were no deficiencies or malfunctions alleged/confirmed with any tmc device, nor were there any reported issues with placement of the device or healing of the surgical site. The company will supplement this MDR as necessary and appropriate.